Event description:
The customer's parent called in and reported the customer was hospitalized with low blood glucose of 25 mg/dl. The customer lost consciousness and began to seize. It was stated that an hour before the low blood glucose, customer's blood glucose was 300 mg/dl. Emergency medical services when customer began seizing and twitching in her sleep. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).